Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to multiple events of diabetic ketoacidosis. Customer was treated (specific treatment was not reported) and customer was released from hospitalization. Customer reverted to manual injections after release from hospital.